Event description:
I understand that the davol bard patch is being recalled. While mine is not within the serial #'s being recalled I have been having difficulties with chronic pain, episodes of severe pain in that area.